Event description:
It was reported that during the procedure for anterior communicating artery (acoma) wide-necked aneurysm. The physician selected the subject stent to cover the aneurysm neck. After normal flushing and air removal, the stent was delivered through the microcatheter but encountered resistance. When the physician withdrew the stent for external inspection, they discovered that it had partially deployed at the tip of the microcatheter and could no longer be used. The physician then successfully completed the procedure by replacing the devices. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received partially deployed from the tip of the microcatheter, which is aligned with the event description. The introducer sheath and stent delivery wire (sdw) were returned. The microcatheter was noted to be intact. The stent was able to be deployed by advancing the sdw. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed at the distal (opened cell) end. The sdw was kinked/bent at the proximal and distal ends. There was an unknown material (possibly dried procedural fluid) present on the distal tip of the sdw. The introducer sheath distal tip was found to be intact. For functional inspection, the stent was able to be deployed by advancing the sdw. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent partial deployment' was confirmed during visual inspection. The remaining reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated during functional testing. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'the physician then selected a subject stent to cover the aneurysm neck. After normal flushing and air removal, the stent was delivered through the microcatheter but encountered resistance. When the physician withdrew the stent for external inspection, they discovered that it had partially deployed at the tip of the microcatheter and could no longer be used'. The stent was returned for analysis still loaded on the stent delivery wire (sdw) and partially deployed through the distal tip opening of the microcatheter (mc) lumen. This is aligned with the event description. The system was flushed and the sdw was advanced, resulting in the stent being fully deployed through the distal tip of the mc. Once deployed, the stent was noted to be deformed towards the distal (open cell) end of the device. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent near both the distal and proximal ends of the wire. In the case of this complaint, it is not possible to determine exactly why the user experienced the resistance and the abnormal release of the stent through the distal tip of the microcatheter. It is most likely that, due to some unknown procedural or anatomical factors, the user experienced resistance while attempting to deploy the stent. Due to this resistance, it is possible that the user applied force to try and deploy the stent resulting in the partial stent deployment and deformation noted to the sdw and stent. The reported event stent difficult/unable to advance or pullback through catheter, stent partial deployment as well as the as analysed event stent partial deployment, stent deformed, stent delivery wire (sdw) kinked/bent listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that during the procedure for anterior communicating artery (acoma) wide-necked aneurysm. The physician selected the subject stent to cover the aneurysm neck. After normal flushing and air removal, the stent was delivered through the microcatheter but encountered resistance. When the physician withdrew the stent for external inspection, they discovered that it had partially deployed at the tip of the microcatheter and could no longer be used. The physician then successfully completed the procedure by replacing the devices. No clinical consequences were reported to the patient due to this event.